Event description:
The pt underwent a thermal balloon ablation procedure during 2005. At approximately 3 minutes into the therapy cycle, the pressure began to drop slowly below 150 mmhg. The physician added more fluid to the balloon until the pressure read 160 mmhg. The therapy was stopped at six minutes. A diagnostic laparoscopy was done, and a uterine hole was noted with a small area of blancing on the sigmoid colon. A general surgeon was brought into the procedure. The burn was determined not to be significant, and the surgeon advised leaving it alone. The pt was admitted for three days and was discharged with no problems noted.